Event description:
Customer reported that the insulin pump alarmed button error and alarm could not be cleared; customer had to remove the battery. Blood glucose value is 46 mg/dl; treated by drinking juice. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm during testing was noted. The insulin pump was received with minor scratched display window, cracked case at display window, cracked battery tube threads and cracked reservoir tube lip.